Manufacturer narrative:
(B)(4). Upon further review of the complaint, it was confirmed that this report was reported in error. The receiver was working as indicated. Please disregard the information reported in MFR# 3004753838-2016-22468.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver displayed a system check that needed to be confirmed before continuing to receive data. No additional event or patient information is available. No product or data was provided for evaluation. The reported event of the receiver ceasing to function could not be confirmed. A root cause cannot be determined.